Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was closed on tissue and would not open. It is unknown how the device was removed. It is unknown if there was any tissue damage. Another device was used to complete the procedure. No adverse consequences reported. No further details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.